Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the electric motor was running hotter than usual and the transmission shaft was worn. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery reamer/drill device was experiencing "intermittent function". During in-house engineering evaluation it was found that the electric motor was running hotter than usual and the transmission shaft was worn. It was unknown if the device was used in a surgical procedure, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.